Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was high lead impedance on the right ventricular (rv) lead. It was also noted that the helix did not extend and retract consistently. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.